Manufacturer narrative:
Other, (patient code).

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the downstream occlusion sensor reset at a value of 0 mv. In addition, the battery compartment and door on the pump were also broken. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged battery door. Event history log review was performed and found no evidence of reported problem. Visual inspection, occlusion and functional testing were performed. The customer reported problem could not be duplicated. According to the investigation, no issue was found with the pump downstream occlusion sensor; the pump dso did not show any signs of resetting to 0mv. The pump downstream sensor was in specification during occlusion test. However, the customer's reported problem regarding battery compartment and broken door was duplicated. According to the investigation, corrosion was found inside the battery compartment and the battery door was cracked. Investigators replaced the pump battery compartment and door. The problem source of the reported problem is unknown.